Event description:
Account reported that they suddenly started seeing critical results for patient samples. The account stated approximately 100 samples were affected and gave the two following examples. Sample 1, initial results were sodium 99 mmol/l, potassium 2.8 mmol/l; repeat results were sodium 139 mmol/l, potassium 4.0 mmol/l. Sample 2, initial results were sodium 102 mmol/l, potassium 3.4 mmol/l; repeat results were sodium 140 mmol/l, potassium 4.5 mmol/l. The incorrect results were not reported. The field service rep found the sample probe was clogged and repaired the instrument be clearing the probe.